Event description:
It was reported that the antenna cord was showing signs of wear and tear when the antenna cord connected to the paddle. The patient representative added that probably within the last three months, the patient had had difficulty getting good coupling when they charged the ins, and they saw a screen on the recharger that indicated the antenna was "not connected." The patient representative also mentioned that the patient's ins had been "bulging out of her skin" since the day of the implant date. The patient rep mentioned that the patient was "so skinny." The patient came on the line and said they did not have much fat at the implant site. The patient said the area looked gross and that the ins could easily break through the skin. An email was sent to the repair department to replace the recharger antenna (see rtg0483673 for the email). The agent also redirected the patient to their healthcare provider to address the ins issue further. Additional information received from the consumer reported nothing was done to resolve the implant ¿bulging out of the skin¿ and it wasn¿t resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37791. Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.